Event description:
N/a

Manufacturer narrative:
An event of dilator split in tortuous vasculature while inserting sheath and dilator over guidewire into patient's groin was reported. The investigation found the tip of dilator was split when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One image from field appeared to show distal end of dilator passed through sheath, the tip of dilator appeared split. The exact cause of the split at the tip of dilator could not be conclusively determined, however information from field indicated that the physician mentioned the split was due to patient's anatomy. Abbott is performing further investigation to monitor this issue.

Event description:
It was reported that on (B)(6) 2023, an amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, while inserting sheath and dilator over guidewire into patient's groin, it was noted that the tip of the dilator was split in tortuous vasculature. The physician mentioned the split was due to patient's anatomy. A new 14f amplatzer torqvue 45x45 delivery sheath was chosen, but the tip of the dilator was split in tortuous vasculature while being advanced over a non-abbott wire. A third new 14f amplatzer torqvue 45x45 delivery sheath was chosen, and the amulet occluder was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable. There were no adverse health consequences.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information .na